Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: one hickman d/l catheter, tissue cuff, product packaging and label were returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for the reported failure to bond issue as tissue cuff was received separated from the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement, the cuff is came off from the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2024).

Event description:
It was reported that during a catheter placement, the cuff is came off from the catheter. There was no reported patient injury.